Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
A patient's intrathecal catheter had fractured. The patient experienced an underdose with increased stiffness. The patient was seen in the ER over the weekend with the symptoms and was treated with oral medications. The drug used in the pump was baclofen; dose and concentration were unknown. The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.